Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead pacing impedances were less than 200 ohms. Threshold had reportedly risen and sensing also went down. It was also noted that there was lots of noise which resulted in oversensing and some pacing inhibition. The patient only paces 35% of the time, thus no patient symptoms were reported. During a revision procedure, the lead was tested by a pacing system analyzer and pacing impedances remained below 200 ohms. The lead was subsequently abandoned surgically and the system was replaced with an MRI compatible pacemaker system. No additional adverse patient effects were reported.